Event description:
A report was received from (B)(6) regarding an unknown patient (patient details not provided) with hepatocellular carcinoma treated with debdox (dc bead with doxorubicin) using tace procedure. The patient experienced parenchymal infarction (hepatic failure) and liver abscess. It was reported by the same physician that three patients experienced the same events following the tace procedure with debdox. It was also reported that the patients improved after drainage catheter placement over 7 days. This complaint was initially reported to btg/ biocompatables on (B)(6) 2012, but was assessed as non-reportable. Despite several follow up attempts in (B)(6) 2012 to contact the physician, no additional information was retrieved for this event. Following an internal review of the 2012 complaint files on (B)(6) 2013, this complaint was reassessed as reportable. No device failure, trend in a type of incident or unexpected risk to patient or users health has been identified, therefore, no field safety corrective action or product recall is required. No additional risk to patients or users outside those expected for the device has been identified relating to this complaint.

Manufacturer narrative:
Dc bead loaded with doxorubicin was used in the treatment of this patient. The equivalent product lc bead is available in the USA, however, it is not indicated for use with drugs. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/ deficiency has been identified. The investigation (risk review) conducted as part of this complaint investigation concluded the incidence of liver abscess is expected and documented within the product risk analyses and ifus (under infection). The complaint was classified as procedural complication (liver abscess). From the rca exercise a definitive root cause cannot be identified and no areas were highlighted as areas for improvements as a result of insufficient information. No corrective and preventative actions have been identified. A review of all complaints of this type relating to dc/lc bead between 2004 and 2013 was carried out; a total of 3 complaints have been reported to biocompatibles/ btg. This is the final report for this complaint.